Manufacturer narrative:
(B)(4) a field service engineer evaluated the unit and was unable to duplicate "transducer fault" alarms. No problems were found during the evaluation. An assignable cause could not be found. Any additional information received will be evaluated and included in a follow-up report if required. Patient demographics such as age, date of birth, gender, and weight were not provided by the customer. (B)(4).

Event description:
A customer reported to carefusion that their vela ventilator generated "transducer fault" alarms while on a patient. The ventilator was in use on a patient when the issue occurred. The patient was placed on another ventilator and the customer reported there was no harm to the patient associated with the event.